Event description:
It was reported that: "arterial access was obtained ultrasound guided through the right femoral artery, the depth location was completed by the 8 f dl provided with the manta and resulted in 4 cm. The manta could be deployed but when pulling it out it felt different from normal, and it came completely out without anchoring. The operator decided for a surgical cut down procedure to finally complete the arteriotomy closure without any patient harm."

Manufacturer narrative:
Qn#(B)(4). UDI related data quality updates only. Section d.4.-unique identifier (UDI)# corrected to (B)(4). All components were pushed out for the returned device. The device lot history record review for lot number 73j2400921 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. The case details were reviewed. A 59-year-old male patient (173cm, 83kg, 27.7kg/m2) presented in the or for a minimally invasive cardiac (mic) procedure. Medial access was gained utilizing micropuncture and ultrasound for guidance. The right common femoral arteriotomy had a measured deployment depth of 4cm and was clear of calcification and tortuosity. There were no issues in advancing or withdrawing the 18f edwards fem-flex procedure sheaths during the case. Following the mic procedure, heparin and protamine were administered, and an 18f manta was deployed to the measured depth. While withdrawing and pulling to tension, the physician reported that something felt different, and the manta completely pulled out of the access site. The manta device components were pulled out during the deployment procedure, including the collagen sandwich (collagen, radiopaque lock, and suture), which remained intact upon inspection. The 18f ce manta device and sheath were removed from the guidewire, and the physician decided to perform a cut down to complete closure. The patient did not experience any harm or health consequences due to this event. The root cause of the delivery of an implant not effective in creating hemostasis requiring surgical intervention is potentially correlated to user error. During the deployment procedure, the physician pulled manta back to the measured depth, actuated the lever, and then withdrew the device. According to the steps for deployment as instructed in the IFU: following pulling manta back to the measured depth, the physician should have held the device at a 45 angle and, while holding the proximal end of the device, actuate the lever to deploy and release the anchor. Having the device at the 45 angle before actuating the lever is beneficial to the correct orientation for the anchor to seat properly. Per the IFU, as noted in step 5: deploy device and seal puncture, withdraw the device to the measured depth, hold the device at a 45 angle, and while grasping the proximal end of the closure, actuate the lever, which will deploy and re lease the anchor within the vessel. The IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, apply balloon pressure, and place a covered stent and/or surgical repair to obtain hemostasis. The IFU lists potential adverse events related to the deployment of vascular closure devices, including other access site complications leading to bleeding, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Risk documentation was reviewed, and this is a known risk of the device. Due to local surgical repair performed at the access site arteriotomy, the severity ranking of 3, as listed in the risk documentation, covers this incident. There appears to be no product quality issue concerning manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. No risk evaluation is required as the actual severity does not exceed the expected severity per the risk documentation

Event description:
It was reported that: "arterial access was obtained ultrasound guided through the right femoral artery, the depth location was completed by the 8 f dl provided with the manta and resulted in 4 cm. The manta could be deployed but when pulling it out it felt different from normal, and it came completely out without anchoring. The operator decided for a surgical cut down procedure to finally complete the arteriotomy closure without any patient harm.".

Manufacturer narrative:
(B)(4).